Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device needed to be converted from hl-90 to hl-390, because the microswitch was damaged causing alarm. During the investigation, the device was plugged line cord into outlet and pressed power switch and no power. The customer reported problem was confirmed. According to the investigation the reported problem was caused by damaged microswitch. The investigation replaced the device microswitch to correct the reported primary problem. Replaced hl-90 block with hl-390 block. Pm and calibration completed for device.

Event description:
Information was received that device is alarming disposable. No adverse effects reported.